Manufacturer narrative:
On 7/17/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. A rent at shell patch junction was also observed. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record ( DHR) of lot number 157166 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/5/2018, mentor became aware that the patient underwent breast augmentation with these devices: mentor memorygel breast implant 450cc gel catalog #3544507, sn # (B)(4) and mentor memorygel breast implant 450cc gel catalog #3544507, sn # (B)(4). As a result of bilateral rupture, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 475cc gel catalog #3504754bc, lot #7426426, sn # (B)(4), and mentor memorygel breast implant 475cc gel catalog #3504754bc, lot #7522327, sn # (B)(4) on (B)(6) 2018. Mentor also became aware that the doi was (B)(6) 1997 instead of (B)(6) 1997. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: 400cc unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 400cc unknown mentor gel implants. On (B)(6) 2018, both right sided (1645337-2018-02004) and left sided (1645337-2018-02007) rupture was noted. Rupture was confirmed during bilateral prosthesis replacement with mentor gel implants on (B)(6) 2018.